Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedures are being performed in the emergency department. Two physicians have repeatedly experienced issues with the spring wire guides kinking upon central line insertion. They had to expend multiple kits to place lines for multiple patients despite pulling stand alone spring wire guides. They do not know if this caused delays in treatment and there were no patient deaths reported. They do not know how many times this has occurred. No additional information has become available. See MDR 1036844-2014-00362 for the same issue with a different physician.